Manufacturer narrative:
The manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect "port thrombosis". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product). Item number, item description, lot number, expiration date, UDI: (B)(4), xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, unknown, unknown, (B)(4).

Event description:
On or about (B)(6) 2020, patient presented herself to (B)(6) medical center in (B)(6) where it was determined she was suffering from port thrombosis and her port was subsequently removed and replaced the same day with another angiodynamics smartport power injectable port. (B)(4). On or about (B)(6) 2021, patient presented herself again to the (B)(6) medical center in (B)(6) where she again had the port removed and replaced with another angiodynamics smartport power injectable port due to port thrombosis. (B)(4).